Manufacturer narrative:
Device evaluated by manufacturer: the device was received loaded with the metal cannula. No residue was present on the device but white paper like material was stuck to sections of the catheter extrusion/pigtail. From a visual evaluation, it was found that the pigtail of the catheter appeared kinked near the distal suture hole. A functional evaluation found that it was difficult to advance a 0.038" guidewire through the catheter due to the kink. Also, the metal cannula was found to be bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on the analysis completed on (B)(6)-2010. It was reported that prior to a percutaneous transhepatic biliary drainage treatment procedure the physician was unable to put a wire into the device. The lesion being treated was located in the bile duct. The physician was unable to put a wire into flexima drainage catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition is stated as stable. However, analysis results of the returned device discovered foreign material.